Event description:
It was reported that noise and oversensing was observed for this implantable cardioverter defibrillator (ICD), resulting in inappropriate anti-tachycardia pacing (atp). Technical services (ts) reviewed noting this appeared to be electromagnetic interference (emi) and that lead trend was very stable. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.